Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve, resistance occurred when the valve was advanced through the partially expendable/strain relief portion of the 16f esheath+. Under fluoroscopy, the esheath+ and valve were adjusted and able to be advanced. The valve was successfully implanted. The commander delivery system was removed after the valve was delivered. The esheath was in place until the perclose was synched. At the end of the case, a post femoral angiogram was performed and showed a perforation to the right femoral/iliac artery. A balloon was taken up on the contralateral side and inflated. The bleed was controlled until vascular repair was performed. The patient was in stable condition following the procedure. It was believed the force to the valve and sheath after resistance was met was the root cause of the vessel perforation.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty advancing the delivery system through the sheath could not be confirmed without a returned device or imagery. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, it was reported that the vascular complication was due to a "large body habitus, steep angle low stick". Available information suggests procedural factors (steep insertion angle) likely contributed to the difficulties advancing the devices with subsequent vascular injury. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.